Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive force . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the grasping forceps jaws broke immediately when the user grasped the stone. The issue was found during procedure, and the therapeutic procedure (stone lithotripsy in the bladder) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.